Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately four months after an upgrade to a bi-ventricular implantable cardiac defibrillator system. Cause of death is not determined, but noted to be possible myocardial infarction. No autopsy performed.